Manufacturer narrative:
The instructions for use for the protean fragment plate system includes the relevant precaution: "the fragment plate system is to be used only with skeletal dynamics instruments, implants and accessories." The decision to use third party instrumentation likely negatively impacted the appropriate drill trajectories for the plates, unnecessarily stressing both the screws and the plates.

Event description:
Two implanted protean fragment plates and the screws holding them in place broke three months following initial implantation, requiring revision surgery.